Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the laser fiber was broken when it was pulled out from the plastic coil. The procedure was completed with a 273 micron laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.